Event description:
Same case as: 2134265-2014-07600, 2134265-2014-07601. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in order to visualize the unspecified target lesion. However, it was noted that the pullback stopped soon after it was started. It was further noted that the same event occurred again. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed an open hole at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, and retract due to the hole observed in the lap joint impeded the normal advance of the imaging core. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-07600, 2134265-2014-07601. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in order to visualize the unspecified target lesion. However, it was noted that the pullback stopped soon after it was started. It was further noted that the same event occurred again. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.